Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a disconnected keypad. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection a disconnected keypad was identified. The cause of the condition was not determined. To correct the condition, the keypad was re-connected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.